Event description:
The account alleges that the brakes will not hold.

Manufacturer narrative:
The site technician reported that they have not been able to repair the bed and requested that hill-rom discontinue follow-up calls on the repair status of this bed. The site technician stated that they would contact hill-rom if further assistance is needed. No information has been received on whether or not this bed has been repaired. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.